Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and confirmed the rv lead recorded shock impedance measurements that were greater than 125 ohms. At this time, this rv lead remains in service. No adverse patient effects were reported.